Manufacturer narrative:
H4. Date of manufacture=9/3/92.

Event description:
The valve was explanted due to the pt's noncompliance with anticoagulation therapy. A thrombus was noted during explant. The valve was returned for analysis. Add'l info has been requested.